Event description:
It was reported that the customer was receiving multiple no delivery alarms on her insulin pump. Her blood glucose was 102mg/dl at the time of reporting. Troubleshooting showed that her insulin pump needed to be replaced. She was advised to revert to her backup plan. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked battery tube threads, cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.